Manufacturer narrative:
Intermittent button response noted during testing due to corroded keypad traces. No moisture damage on electronic assembly or motor assembly noted during visual inspection. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and scratched around casing.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the keypad was intermittently responsive on the insulin pump. Customer's blood glucose was unknown. The customer also reported the insulin pump fell into water prior to the keypad issue occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.